Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device exhibited an o2 mismatch alarm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Updated sections: g6, h2, h3, h6, and h11. Additional information received indicates that the customer did not return the device, however they did submit the log files for review. The device was used in non-invasive ventilation (niv) mode in which the o2 mismatch alarm was observed. It was determined that the o2 supply pressure was adequate, however the fio2 trend was lower than expected without evidence of an excessive leak. This suggests a potential issue with the o2 sensor. As a precaution, a field service engineer (fse) went onsite to replace o2 sensor. The device was repaired and passed all verification tests and is operating as expected.